Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during the daily pre-use check, a smiths medical pneupac¿ parapac plus exhalation was left running. It was noted that the mode could not be switched from inhalation to exhalation even with switching from off to ventilation cvm. The unit was disconnected the corrugated circuit side of the breathing circuit was pulled out and re-connected; allowing normal operation. There were no reported adverse effects.